Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to syncope and loss of capture. Threshold testing was performed and measured 1.2@0.8. Additionally, the right ventricular (rv) pacing impedances have been steadily declining since implant and now are measuring 282 ohms. Noise was also observed on a most recent pacemaker mediated tachycardia (pmt) event. It was suspected there was a lead issue. Subsequently, this device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to syncope and loss of capture. Threshold testing was performed and measured 1.2@0.8. Additionally, the right ventricular (rv) pacing impedances have been steadily declining since implant and now are measuring 282 ohms. Noise was also observed on a most recent pacemaker mediated tachycardia (pmt) event. It was suspected there was a lead issue. Subsequently, this device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.